Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had an issue with battery not holding a charge and was not able to get out of hibernation. The patient also experienced loss of stimulation for several weeks. The patient underwent a replacement procedure. Device malfunction was not suspected and the patient was doing well postoperatively.